Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer also reported that they had low blood glucose episode and emergency medical services were called to treat. The customer stated that they had bent cannula during the high blood glucose. The customer stated that they were wearing the insulin pump both hospitalization for high blood glucose and low blood glucose. The customer stated that the high blood glucose was over 600 mg/dl and reached 1053 mg/dl and treated with manual injection and during the hospitalization. The customer stated that the low blood glucose dropped 24 mg/dl. The insulin pump will not be returned for analysis.